Event description:
Boston scientific received information that this chronic right ventricular (rv) lead had exhibited an impedance >2000 ohms and oversensing that caused the patient to receive inappropriate shocks. The chronic right ventricular (rv) lead was surgically abandoned and a new rv lead and device was implanted. There was no adverse patient effects reported.

Event description:
--

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
Lead returned severed 13 centimeters (cm) from is-1 pin. Only the proximal segment of the lead returned. Laboratory analysis could not confirm the clinical observations. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip was performed. Visual observation noted the presence of set screw marks on all terminal connectors. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.